Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, replacement of the control printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The claimed part was not returned, despite request. Control pcb contains electronics including microprocessor control to achieve among others: regulation of inspiratory flow, regulation of inspiratory pressure and regulation of a constant inspiratory flow. The reported issue was confirmed in provided device's logs. Our conclusion is that the replaced control pcb was the cause of reported technical error.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
During the inspection of the ventilator it was discovered that a technical error code indicating disabled ventilation was generated. There was no patient harm. Manufacturer's ref. #: (B)(4).